Event description:
Situation: chemo spill background: smilow orange patient where taxotere is couriered over from smilow derby arrived very wet within the clear zip lock bag. Assessment: when rn went to hang chemo, it was identified that ~20mls had leaked from where the drip chamber is connected to the tubing. Chemo spill kit was obtained, proper precautions were followed. Bag was placed in black bin. Pharmacy and patient notified. Re-mixing of new bag done stat. Recommendation: follow up with specific tubing (dehp free tubing) to ensure there are not any further issues with drip chamber connections.